Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) was implanted off-label without a right ventricular (rv) lead. Despite no lead being present, artifacts were observed which caused left ventricular (lv) pacing inhibition. Boston scientific technical services (ts) was contacted and discussed that a rv lead was required to ensure proper timing cycles. It was determined that the observed artifacts were the result of the automatic lead detection algorithm. Ts provided potential programming options. At this time, the crt-p remains implanted and in-service. No adverse patient effects were reported.